Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations. The manufacture date for this electrode is october 12, 2015.

Event description:
Boston scientific received information that a few days post implant, this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode was confirmed dislodged. During a revision procedure, the product was removed and replaced. No adverse effects were reported and the electrode was returned for analysis.